Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent under-sensing noted on atrial channel on stored electrogram at times causing premature termination of mode switch. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.